Event description:
It was reported that during a small bowel resection procedure, the device did not fire correctly. On the second firing, with a blue reload, the device fired a full cut line, but the staple line on only one side was complete. The staple line on the other side of the cut line was only half the length of the cut line. No additional details are available. Another like device was used to complete the case. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the tlc75 device was received in good visual conditions and with a cartridge reload loaded in the device. The cartridge reload had the proximal (B)(4) drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. The cartridge reload was manually unlocked and the device was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.